Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited noisy signals on this right ventricular (rv) channel. This noise was seen on the atrial tachy response (atr) episode back in 2021 that had almost cyclic pattern to it, but it was not oversensed by the device. Technical services (ts) reviewed the latitude and stated that noise on rv lead can also be seen on shock electrogram (egm) and there was no noise on the right atrial (ra) lead. The patient was dependent. Boston scientific representative stated that during deep breathing, there was oversensing and pacing inhibition noted. There was asystole for greater than 2 seconds. Ts noted false positive pacemaker mediated tachycardia (pmt). Ts discussed options for dft testing and other programming optimization. This rv lead currently remains in service. No adverse patient effects were reported.